Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. A different issue was identified.

Event description:
It was reported that an occlusion alarm occurred multiple times. System check was performed, and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. The customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.